Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. Peritonitis was determined to be caused by perforations in the bowel leaking into the abdomen. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). On an unreported date, the patient underwent surgery to repair the perforations and to clean out the patient's abdomen. The pd therapy was discontinued and the patient was placed on hemodialysis. At the time of the report, the patient was still in the hospital and was experiencing pain from the surgery and the stomach infection. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.